Event description:
Complainant alleged that while using the device during routine training, "pacer fault 117" and "bridge test failed" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.